Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath to loosen the blood and contrast in the device. There was a pinhole 2mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and patient status was good.